Event description:
It was reported the pt was experiencing post-op surgical pain and bowel obstruction. As a result, the pt was hospitalized. It was also reported the pt has fallen on two occasions due to leg weakness. The pt has been experiencing leg weakness for the past three years (prior to being implanted with an sjm scs system). The falls also occurred due to the pt walking in the dark. Follow-up revealed the pt's issues have resolved, but it unk how.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.